Event description:
The abutment located in the #30 area, broke in function. The pt didn't say it was loose or any indications that it was a problem. Pt came into the office with the crown in land. Pt is reportedly fine.